Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed pre test. There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device by a manufacturer field service engineer, the three-way solenoid valve and proportional valve (active exhalation control module valve) need to be replaced to resolve the issue. A repair date is being scheduled with the customer. No further investigation is required.